Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette became disconnected from the transfer set. This occurred during drain four of peritoneal dialysis therapy. Renal technical services assisted the patient to clear the alarms and advised informing the registered nurse of the alarm. There was no patient injury or medical intervention associated with this event. In a follow-up call, the patient stated that they had replaced the transfer set with new one. No additional information is available.